Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure, error 88, was confirmed. Testing of the device demonstrated that the catheter encountered error 88 after 48 pulses. The catheter plug boot was cut open to inspect the wiring on the pcb. The red wire was found to not be fully inserted into its respective high voltage pin. Per the reported information, the device was able to deliver 60 pulses. Thus, the red wire likely came loose during the medical procedure causing the error 88 message. The cause of the myocardial infarction could not be definitively determined with the information available. There is no indication that error 88 is related to the patient outcome.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right coronary artery (rca). A total of 60 ivl pulses were delivered before an error 88 occurred. It is unknown how the procedure was completed. A st-elevation myocardial infarction (stemi) was reported, but it is unknown when it occurred and how it was treated. The current patient status is unknown.